Event description:
The facility's biomedical engineer requested service on this device based upon a report they received stating that the pump turned off by itself in the middle of therapy. The pump was being used by a home patient and was programmed in the pca mode giving a basal rate of 9ml/hr and allowing bolus doses of 5ml. The facility reported that there was no patient injury resulting from this situtation and no medical intervention was required. The facility's representatives were unable to provide any information regarding the patient's demographics and the type of pain and medication that was being delivered. No additional contacts with such information were identified by the facility.